Event description:
There was a sudden cessation of the motor pump on the impella. We called the rep and they advised us to pull it back 30cm into the aorta. If it was left in the ventricle there would be 1l/min of backflow into the heart and the patient may not have tolerated it. We agreed this was probably happening because as soon as the pump stopped working the patient had multiple premature ventricular contractions (pvc's). The dr did this for us. The rep requested it to be d/c'd fully within two hours.